Event description:
A report was received that the patient was having difficulty charging his ipg after a non-device related surgery wherein electrocautery was used. The physician suspected that the ipg might have been damaged from the electrocautery used during the surgery. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Event description:
A report was received that the patient was having difficulty charging his ipg after a non-device related surgery wherein electrocautery was used. The physician suspected that the ipg might have been damaged from the electrocautery used during the surgery. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well after the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.